Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece under investigation was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known issue previously investigated in response to an increased number of system messages and temperature high complaints received from phacoemulsification handpieces (hps) with specific manufactured dates. Manufacturing review confirms that this hp was manufactured in alignment with previously investigated handpieces. The root cause is attributed to piezoelectric crystals within the hp having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during hp assembly was identified as a contributing factor. Additional investigation is not necessary for this complaint and will not be performed. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic operating handpiece gets heated during surgery. There was no harm to the patient. Additional information has been requested. Additional information received clarified that the handpiece got heated during the phaco emulsification mode. An alternate handpiece was obtained in order to complete the procedure.